Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the catheter had good augmentation and was functioning well. The patient was being transported to the cardiothoracic intensive care unit (ICU) when the ICU informed the cath lab of blood in helium line the (patient was always calm and responding well to instructions). The patient was taken back to the cath lab and the catheter was removed and a new catheter inserted. No patient death or complications reported. Patient current condition is fine.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the catheter had good augmentation and was functioning well. The patient was being transported to the cardiothoracic intensive care unit (ICU) when the ICU informed the cath lab of blood in helium line the (patient was always calm and responding well to instructions). The patient was taken back to the cath lab and the catheter was removed and a new catheter inserted. No patient death or complications reported. Patient current condition is fine.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. Additionally, the iab bladder was noted damaged at the distal tip and the central lumen was broken upon receipt of the sample. The damaged bladder and broken central lumen are consistent with damage which likely occurred during handling after removal of the catheter. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "iab blood in helium pathway" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. If the product is returned at a later date, a full investigation of the sample will be completed. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the catheter had good augmentation and was functioning well. The patient was being transported to the cardiothoracic intensive care unit (ICU) when the ICU informed the cath lab of blood in helium line the (patient was always calm and responding well to instructions). The patient was taken back to the cath lab and the catheter was removed and a new catheter inserted. No patient death or complications reported. Patient current condition is fine.